Event description:
Edwards learned this bioprosthetic valve required viv intervention due to aortic stenosis after an implant duration of eight (8) years and six (6) months. There were no adverse events reported following the procedure.

Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without receipt of the reported device no conclusion can be drawn with regard to the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.